Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open since mid-january and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, it was also determined that the user was storing her dario strips in a ziplock bag instead of inside the dario strips cartridge which is designated for that purpose. Dario's user guide states in the section precautions: "a test strip is sensitive to humidity. Therefore, you should keep a test strip in the specified cartridge, and after pulling out the test strip from its cartridge, close the test strip cartridge cap immediately." A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 558 mg/dl from her dario meter compared to a bg reading of 158 mg/dl at her doctor's office with the doctor's meter. The user went to her doctor for a regular appointment and not due to her high bg reading.